Manufacturer narrative:
(B)(4). Batch # u95w38. Investigation summary: the product was returned for evaluation. In addition, a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with jaws in open position. It was noted one jaw was disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, seven clips were found inside the clip track. No conclusion could be reached regarding what caused the jaw disengagement. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. The product wouldn't open after using one time. It is unknown how procedure was completed. There was no patient consequence.